Event description:
As reported via the edwards clinical specialist, 2 weeks s/p transapical transcatheter aortic valve replacement (tavr) procedure, the patient expired. The official cause of death of the patient was noted to be cardiogenic shock. According to the case summary, at the beginning of the tavr procedure, the patient's blood pressure (bp) was 120/43, and was noted to have sinus bradycardia with 1st degree atrioventricular block (avb). The patient's aortic annulus was measurement to be 20.7 via tee. Open thoracotomy was performed, mattress sutures were placed in and apical access was obtained. Multiple bavs with non-edwards balloons were performed and showed no leaks around the balloon and a 23 mm sapien valve was selected. The 26 fr ascendra sheath was inserted and then the sapien valve was positioned 50:50 within the annulus. With appropriate rapid pacing, the valve was deployed in a 40% aortic and 60% ventricular position. The patient's bp (62/45) did not recover following implantation and echo imaging revealed two non-functioning leaflets and severe ai. Multiple attempts were made to free up the leaflets with catheters. The patient required pacing due to bradycardia. The operators decided to implant a second sapien valve. On tee, native leaflet overhang was noted. The patient was unstable at that point and arterial and venous cannulas were inserted. In addition there was an increase in mitral regurgitation (mr) from mild to severe with severe right ventricle (rv) dysfunction. The second valve was prepped and deployed in an overlapping fashion approximately 2-3 mm more aortic than the first valve. The patient¿s bp recovered following the second sapien valve placement; however, the right ventricle (rv) continued to have severe dysfunction and was dilated. The second sapien was functioning appropriately. However, the patient began to decompensate, requiring CPR and defibrillation. Furthermore, apical bleeding was noted to be moderate to severe and a decision was made to go on cardiopulmonary bypass (cpb) to decompress the heart and to improve the patient¿s hemodynamic state. The apical closure was complicated and multiple pledgeted sutures were placed to close the apical access site. 4 units of packed rbcs and 10 units of plasma (ffp) were administered. An iabp was inserted into the right femoral artery and placed on 1:1 counter pulsation. The patient was slowly weaned off of cpb, but remained on vasopressors. Ultimately her cpb cannulas were removed and her left femoral cut-down was closed and the patient was transferred to the ICU intubated.. It was determined the cause of the severe ai with the first valve was related to native leaflet overhang and sapien leaflet impingement. The patient could not sustain her blood pressure and expired 2 weeks s/p tavr.

Manufacturer narrative:
The tavr patients typically are non-operative and/or extremely high risk and have complex medical histories and multiple co-morbidities. As a result of these factors, arrhythmias and hypotension leading to cardiogenic shock can occur in patients who have had a tavr procedure. Per the ifus procedural arrhythmias (sinus brady) and hypotension are common in patients with cardiovascular disease. The mortality rate from cardiogenic shock is high in this patient population; however, this will only be reportable if the source of the cardiogenic shock is related to the valve. If there is no evidence of device involvement, the event is not reportable. In this case, the patient experienced heart rhythm (bradycardia with 1st degree avb) at the beginning of the procedure and hemodynamic stability issues requiring vasopressors, cpb, and iapb intra-operatively. In addition, the patient also experienced significant apex bleeding and right ventricle dysfunction . The exact cause of the death of the patient was noted to be cardiogenic shock and in addition to the noted procedural factors, the patient's underlying co-morbidities could have caused or contributed to the reported event. The ifus and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.